Event description:
Additional information was received from the coroner's office. The patient death follow-up form was returned along with coroner's notes and autopsy notes. It was explained the patient resided in a group home as she required 24 hour care. At 9am on the day of her death, she was found on her side in bed and was rolled onto her back by a car worker for administration of medication by feeding tube. At 12 pm, she was found on her back by a care worker and she appeared blue. Resuscitation efforts ensued. There was no history of recent illness or change in medication. There was no evidence of trauma. It was reported by the pathologist that the patient died due to sudep as the patient had a history of seizures, and there was no clear anatomical, biochemical, or toxicological cause of the patient's death.

Event description:
Product analysis was completed on the explanted generator on (B)(6) 2015. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the lead on (B)(4) 2015. A large portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Additional information was requested from the pathologist but no further information has been received to date.

Event description:
It was reported that the patient passed away on (B)(6) 2015. An autopsy was performed. The pathologist has not ruled a cause of death yet. The explanted lead and generator were returned to the manufacturer for product analysis which has not been completed to date. An internal sudden unexplained death in epilepsy (sudep) was performed by the manufacturer which determined the patient's death to be possible sudep with the information available.